Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was difficult to operate. The instrument operated in the opposite of what was being done with the controls. If instrument was turned to the right, it went left, moved it up it went down, etc. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.